Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?, return to manufacture date), e1 (initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the getinge field service technician confirmed multiple autofill failures in the logs. The device failed the safety disk test and pneumatic interface module test. Fts replaced the solenoid drive pcb and pneumatic interface module. After the repair the cardiosave passed all functional tests without any issues. The failure analysis and testing dept. Received part with a reported unit failure of the autofill and multiple code 37s. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the procedure. Pim module fails the pim leak test with a differential pressure of -15mmhg. Possible cause of this is wear and tear or component reliability. Pcb had no failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon (iabp) had an autofill failure. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure.